Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 494 mg/dl. The customer¿s blood glucose value was 300 mg/dl. The customer was treated with humalog pen. The customer states has been experiencing low blood glucose for 6 days .troubleshooting was dose for high blood glucose and under delivery. The customer was neither in emergency room, nor admitted into hospital as a result of low blood glucose. Based the customer declined troubleshoot. The insulin pump will not be returned for analysis.